Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior corpectomy procedure was being performed with a non-synthes lift cage on (B)(6) 2016. During the exposure/approach with a synframe retractor, a radiolucent retractor blade broke at the 90-degree angle. All fragments were retrieved. The procedure was completed successfully with the use of another blade. No patient harm or surgical delay was reported. This report is 1 of 1 for (B)(4).